Event description:
Upon analysis it was found that the coil had become detached/separated from the delivery wire and the main coil was not returned.

Manufacturer narrative:
Device MFR date: unk as lot number was not disclosed. The delivery- wire was returned for analysis; however, the main coil was not returned. Device analysis found that the coil had been forcibly detached from the main junction of the delivery wire. The inner coil and polyethylene (pet) were present and intact on both wires. No portion of the main coil remained at the main junction and the pet covering was still present where the main coil had been. As the inner coil remained attached, this indicated that no electronic detachment had occurred. It appeared that the coil had been ripped from the main junction, leaving the inner coil and pet covering behind. From the device analysis and the investigation performed, it appears that excess force used while attempting to remove or maneuver the coil led to the coil stretching and detachment. The most probable root cause is operational context. Associated MDR #2939204-2009-00375.